Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed broken vial retainer and crack by the radial tab of the pen. The root cause of the cracked pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. The root cause of the broken vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation.

Event description:
It was reported that the pen ii omnitrope pen 10 experienced cracking during use. The following information was provided from the customer: description of the event/incident below: verbatim: ¿ cracked pen ¿pharmacist from briova called to report a patient's auto injector for omnitrope ij 10mg/1.5ml 1x1car. The ndc provided was for the cartridge but it was the pen 10 that cracked. Pharmacy was unable to provide the lot number, expiration, confirmation of sample. Stated it occurred a few days ago, and it was received sealed in manufacturers packaging. " complaint summary detail: this complaint is MDR reportable. The incident could have potential to cause harm/serious injury. This failure may lead to an unexpected leakage of medication which can lead to inaccuracy of medication dose. Event type: crack/ malfunction.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ii omnitrope pen 10 experienced cracking during use. The following information was provided from the customer: description of the event/incident below: verbatim: ¿cracked pen." ¿pharmacist from (B)(6) called to report a patient's auto injector for omnitrope ij 10mg/1.5ml 1x1 car. The ndc provided was for the cartridge but it was the pen 10 that cracked. Pharmacy was unable to provide the lot number, expiration, confirmation of sample. Stated it occurred a few days ago, and it was received sealed in manufacturers packaging." See pr for additional details. Complaint summary detail: this complaint is MDR reportable. The incident could have potential to cause harm/serious injury. This failure may lead to an unexpected leakage of medication which can lead to inaccuracy of medication dose. Event type: crack/ malfunction.